Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 12n054 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual examination, no issues were noted. A flow rate test was performed on the infusor for 30 hours and the results were found to be within the specification range. Also, a functional and rate tests were performed on the pcm and the results were again found to be within the specification range. During functional flow test, evidence of flow was observed at the luer of the infusor. The reported issue could not be duplicated during the evaluation. As a result, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient use of the basal bolus infusor the drug delivery was stopped. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.